Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a clog occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "consumer reported, no insulin flow during injection. Stated, she was out and only had one pen needle on her stated, she had to wait 4 hours before she was home to take her injection. Stated, her numbers were high as a result of not getting injection. Stated, once she took her injection, her numbers were ok, did not see a doctor. Stated, she always primes before use." 1 of 2 complaints.